Manufacturer narrative:
Device eval by manufacturer: the jetstream sc-1.85 was returned to boston scientific for analysis. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the directions for use. Aspiration testing of the device was done per the test procedure. Test results showed that this device did perform as designed per the test procedure specification sheet withdrawing 11ml of fluid in the one minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the jetstream catheter was not aspirating correctly. A 1.85mm jetstream sc catheter was selected for an atherectomy procedure. During the procedure, there was no aspiration after 1:19 minutes of use. It was reported that no blood or saline made it into the bag. Another device was used and the case was competed successfully. There were no patient complications reported. It was further reported that the lesion was located in the posterior tibial artery and the device displayed no error messages. The patient was reported as fine post procedure.

Event description:
It was reported that the jetstream catheter was not aspirating correctly. A 1.85mm jetstream sc catheter was selected for an atherectomy procedure. During the procedure, there was no aspiration after 1:19 minutes of use. It was reported that no blood or saline made it into the bag. Another device was used and the case was competed successfully. There were no patient complications reported.